Event description:
The customer contact reported that the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing performed by a field service engineer found the device alarmed with an s321 (motor error - pmc left) malfunction alarm code. Further testing found the left device mechanism passed testing. Probable causes for the s321 malfunction alarm code are, broken mechanism, broken mr2 motor, rtv issues (adhesive seal), broken cables, software issues, gearbox friction, mechanism out of calibration, loose/unplugged cables. Report represents all the info known by the reporter upon query by hospira personnel.